Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that this right atrial lead was repositioned two days after the implant procedure due to dislodgement. The lead remains implanted. No adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.